Event description:
Olympus was informed that the ceramic tip of a resection sheath was found inside the patient's bladder during a diagnostic cystoscopy procedure. The tip was retrieved from the patient. The procedure was successfully completed. There were no patient injury reported. The user facility further reported that the patient underwent a transurethral resection of bladder tumor (turbt) procedure originally on (B)(6) 2012, then a restaging turbt on (B)(6) 2013. The referenced resection sheath was used during procedures (B)(6) 2012, and (B)(6) 2013. The use facility reported that it was unknown in which procedure had the tip of the resection sheath broken off inside the patient, but most likely occurred during the procedure on (B)(6) 2013. There were no reported symptoms attributed to device tip in the bladder per the nurse at the user facility.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause could not be conclusively determined.